Event description:
The reporter stated that he did a meter to hcp meter comparison test. No details of testing were given. The results were 193 mg/dl on his meter and 293 mg/dl on his doctor's meter (type unknown). He did not have any symptoms. A control test wasn't done due to unavailablity of supplies.